Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose of 560mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 205mg/dl. Customer mentioned that drive support cap was normal and insulin exited at quick release. Customer stated that they noticed air bubbles in middle of tubing of size of 1 unit. Insulin pump will not be return for analysis.